Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2011. According to the complaint, during the preparation, the package was already opened and there was no device inside; the package was completely empty. It was reported that there was no physical damage to the package. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.